Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 300s mg/dl and a correction bolus was delivered to address the bg level. The customer had not delivered enough insulin to cover the breakfast bolus and had been disconnected while swimming. Both issues were reported to have contributed to the high bg level. Tandem technical support advised the contact to discuss the high bg event with a healthcare provider.